Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("one of the coils llad perforated fallopian tubes") in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6)2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), arthralgia ("joint pain in her legs and hips"), dyspareunia ("pain during intercourse"), alopecia ("excessive hair loss"), rash ("frequent rashes"), menstruation irregular ("irregular menstrual cycles"), migraine ("migraines"), abdominal distension ("severe abdominal bloating"), vision blurred ("blurred vision"), dysgeusia ("metallic taste in mouth"), weight fluctuation ("weight fluctuation"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (underwent a hysterectomy). Essure (ess205) was removed in march 2017. At the time of the report, the fallopian tube perforation, pelvic discomfort, menorrhagia, abdominal pain, back pain, arthralgia, dyspareunia, alopecia and rash had not resolved and the menstruation irregular, migraine, abdominal distension, vision blurred, dysgeusia, weight fluctuation, depression and anxiety outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, arthralgia, back pain, depression, dysgeusia, dyspareunia, fallopian tube perforation, menorrhagia, menstruation irregular, migraine, pelvic discomfort, rash, vision blurred and weight fluctuation to be related to essure (ess205). The reporter commented: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Patient subsequently sought treatment for her symptoms but was unable to resolve her symptoms. Plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils were properly placed most recent follow-up information incorporated above includes: on (B)(6)2018: the events ¿irregular menstrual cycles¿, ¿migraines¿, ¿ severe abdominal bloating¿, ¿blurred vision¿, ¿ metallic taste in mouth¿, ¿weight fluctuation¿, ¿depression¿, and ¿anxiety¿ were added. Essure insertion date ((B)(6)2007) was provided. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure device had perforated her fallopian tubes") in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), arthralgia ("joint pain"), dyspareunia ("pain during intercourse"), alopecia ("excessive hair loss") and rash ("frequent rashes"). The patient was treated with surgery (underwent a hysterectomy). Essure (ess205) was removed in (B)(6) 2017. At the time of the report, the fallopian tube perforation, pelvic discomfort, menorrhagia, abdominal pain, back pain, arthralgia, dyspareunia, alopecia and rash had not resolved. The reporter considered abdominal pain, alopecia, arthralgia, back pain, dyspareunia, fallopian tube perforation, menorrhagia, pelvic discomfort and rash to be related to essure (ess205). The reporter commented: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Patient subsequently sought treatment for her symptoms but was unable to resolve her symptoms. Plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils were properly placed. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('one of the coils llad perforated fallopian tubes/ left essure device visible within the isthmus of the fallopian tube through the serosa perforating.') And pelvic inflammatory disease ('mild generalized inflammation of the pelvic peritoneum.') In an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), arthralgia ("joint pain in her legs and hips"), dyspareunia ("pain during intercourse"), alopecia ("excessive hair loss"), rash ("frequent rashes"), menstruation irregular ("irregular menstrual cycles"), migraine ("migraines"), abdominal distension ("severe abdominal bloating"), vision blurred ("blurred vision"), dysgeusia ("metallic taste in mouth"), weight fluctuation ("weight fluctuation"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy.). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, pelvic discomfort, menorrhagia, abdominal pain, back pain, arthralgia, dyspareunia, alopecia and rash had not resolved and the pelvic inflammatory disease, menstruation irregular, migraine, abdominal distension, vision blurred, dysgeusia, weight fluctuation, depression and anxiety outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, arthralgia, back pain, depression, dysgeusia, dyspareunia, fallopian tube perforation, menorrhagia, menstruation irregular, migraine, pelvic discomfort, pelvic inflammatory disease, rash, vision blurred and weight fluctuation to be related to essure (ess205). The reporter commented: discrepancy noted in date of removal- (B)(6) 2017. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Patient subsequently sought treatment for her symptoms but was unable to resolve her symptoms. Plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed. Pathology test - on (B)(6) 2017: -1 right fimbriated fallopian tube, salpingectomy: fimbriated fallopian tube without prominent acute or chronic inflammation. -2 left fimbriated fallopian tube, salpingectomy: fallopian tube without prominent acute or chronic inflammation. -3 cervix, uterus, hysterectomy: a. Cervix and endocervix without dysplasia or malignancy. B. Proliferative phase endometrium without hyperplasia and no cytological atypia. C. Superficial adenomyosis. D. Essure coils present within the fundus and bilateral fallopian tubes. E. Essure coils removed from the tissue will be returned to the patient in properly labeled containers designating right essure coil and left essure coil. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 12-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('one of the coils llad perforated fallopian tubes/ left essure device visible within the isthmus of the fallopian tube through the serosa perforating.') And pelvic inflammatory disease ('mild generalized inflammation of the pelvic peritoneum.') In an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), arthralgia ("joint pain in her legs and hips"), dyspareunia ("pain during intercourse"), alopecia ("excessive hair loss"), rash ("frequent rashes"), menstruation irregular ("irregular menstrual cycles"), migraine ("migraines"), abdominal distension ("severe abdominal bloating"), vision blurred ("blurred vision"), dysgeusia ("metallic taste in mouth"), weight fluctuation ("weight fluctuation"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy.). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, pelvic discomfort, menorrhagia, abdominal pain, back pain, arthralgia, dyspareunia, alopecia and rash had not resolved and the pelvic inflammatory disease, menstruation irregular, migraine, abdominal distension, vision blurred, dysgeusia, weight fluctuation, depression and anxiety outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, arthralgia, back pain, depression, dysgeusia, dyspareunia, fallopian tube perforation, menorrhagia, menstruation irregular, migraine, pelvic discomfort, pelvic inflammatory disease, rash, vision blurred and weight fluctuation to be related to essure (ess205). The reporter commented: discrepancy noted in date of removal- (B)(6) 2017 plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Patient subsequently sought treatment for her symptoms but was unable to resolve her symptoms. Plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed. Pathology test - on (B)(6) 2017: -1 right fimbriated fallopian tube, salpingectomy: fimbriated fallopian tube without prominent acute or chronic inflammation. -2 left fimbriated fallopian tube, salpingectomy: fallopian tube without prominent acute or chronic inflammation. -3 cervix, uterus, hysterectomy: a. Cervix and endocervix without dysplasia or malignancy. B. Proliferative phase endometrium without hyperplasia and no cytological atypia. C. Superficial adenomyosis. D. Essure coils present within the fundus and bilateral fallopian tubes. E. Essure coils removed from the tissue will be returned to the patient in properly labeled. Containers designating right essure coil and left essure coil.. Most recent follow-up information incorporated above includes: on 3-mar-2021: medical records received- new event mild generalized inflammation of the pelvic peritoneum added. New reporter, lab data added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('one of the coils llad perforated fallopian tubes/ left essure device visible within the isthmus of the fallopian tube through the serosa perforating.') And pelvic inflammatory disease ('mild generalized inflammation of the pelvic peritoneum.') In an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), heavy menstrual bleeding ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), arthralgia ("joint pain in her legs and hips"), dyspareunia ("pain during intercourse"), alopecia ("excessive hair loss"), rash ("frequent rashes"), menstruation irregular ("irregular menstrual cycles"), migraine ("migraines"), abdominal distension ("severe abdominal bloating"), vision blurred ("blurred vision"), dysgeusia ("metallic taste in mouth"), weight fluctuation ("weight fluctuation"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy.). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, pelvic discomfort, heavy menstrual bleeding, abdominal pain, back pain, arthralgia, dyspareunia, alopecia and rash had not resolved and the pelvic inflammatory disease, menstruation irregular, migraine, abdominal distension, vision blurred, dysgeusia, weight fluctuation, depression and anxiety outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, arthralgia, back pain, depression, dysgeusia, dyspareunia, fallopian tube perforation, heavy menstrual bleeding, menstruation irregular, migraine, pelvic discomfort, pelvic inflammatory disease, rash, vision blurred and weight fluctuation to be related to essure (ess205). The reporter commented: discrepancy noted in date of removal- (B)(6) 2017, (B)(6) 2017 plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Patient subsequently sought treatment for her symptoms but was unable to resolve her symptoms. Plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed. Pathology test - on (B)(6) 2017: -1 right fimbriated fallopian tube, salpingectomy: fimbriated fallopian tube without prominent acute or chronic inflammation. 2 left fimbriated fallopian tube, salpingectomy: fallopian tube without prominent acute or chronic inflammation. 3 cervix, uterus, hysterectomy: a. Cervix and endocervix without dysplasia or malignancy. B. Proliferative phase endometrium without hyperplasia and no cytological atypia. C. Superficial adenomyosis. D. Essure coils present within the fundus and bilateral fallopian tubes. E. Essure coils removed from the tissue will be returned to the patient in properly labeled containers designating right essure coil and left essure coil.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 7-jun-2021: ticking of final repot box on EU/ca device tab. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.